Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was located in the moderately tortuous and severely calcified superficial femoral artery. On the first inflation, the f/g sterling otw 5.0 x 100/80 (4f) balloon was inflated to 12 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is good with no complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.